Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Multiple vizadiscs have been "popping" off of the array during hip impaction with ease. This has been a recurrent event with this particular array. After inspection, vizadiscs seemed to have less resistance or hold than usual. Case type: tha.

Manufacturer narrative:
Reported event: the event reported that the vizadisc pops off of a pelvic array during impaction. Device evaluation and results: dimensional inspection was performed to drawing 112203 rev 01 (passive sphere mounting post). Along the length of all 4 post measured within diameter 3.2mm +0.13/0.00mm when using a micrometer. Functional inspection with a new vizadisc showed that there was no looseness upon assembly. Device history review: review of device history records show 50 and 50 devices were accepted into final stock on 09/30/2016 and 10/25/2016, respectively, with no reported discrepancies. Complaint history review: review of complaints for p/n 112230, l/n 19080715 within the trackwise database show no other related complaints. Conclusion: the failure was not confirmed. It could not be duplicated. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
Multiple vizadiscs have been "popping" off of the array during hip impaction with ease. This has been a recurrent event with this particular array. After inspection, vizadiscs seemed to have less resistance or hold than usual. Case type: tha.